Manufacturer narrative:
Additional information: section d4 (serial number) has been updated to unk as the previously submitted information was deemed invalid. Section h10 (device mfg date) has been updated. The date entered is the date abbott diabetes care became aware of the event. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and fs freedom lite meter and there were no adverse trends that indicate any product-related issues. A tripped trend review was conducted for the reported complaint and fs strips and there were no adverse trends that indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Testing issue was reported with the adc blood glucose meter. Customer reported the test did not start after the blood sample was applied and she was unable to obtain readings. As a result, customer experienced symptoms described as "headache, peeing a lot, dizziness, dry lips and tongue", and was unable to self-treat, requiring hcp treatment metformin and insulin (dose/type unspecified) for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the adc blood glucose meter. Customer reported the test did not start after the blood sample was applied and she was unable to obtain readings. As a result, customer experienced symptoms described as "headache, peeing a lot, dizziness, dry lips and tongue", and was unable to self-treat, requiring hcp treatment metformin and insulin (dose/type unspecified) for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.